Manufacturer narrative:
1. Qc pre and post the event was within lab-established ranges. On (B)(4) 2010, a bci field service engineer (fse) cultured the system, inspected and cleaned the flow-cell and electrodes fse replaced the na and co2 electrodes and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to intermittent low anion gaps caused by low sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The samples were repeated after the instrument was recalibrated and the results were acceptable. Patient results are provided. Patients treatment was not impacted.